Manufacturer narrative:
Customer service verified with the customer that she changed all the parts and that no milk backup occurred. The customer was sent a new pump, and the return of her old one was requested for testing. In follow up with a complaint handler on (B)(6) 2025, the customer stated that she developed mastitis on (B)(6) 2025 and was prescribed an antibiotic. She also stated that her mastitis is resolved but has not yet tried the new pump. Based on the results of our internal investigation (reference number ca11-001), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2025, the customer alleged to medela llc that her swing maxi was making a weird noise and not suctioning properly. The customer also alleged that she changed all the parts, and it didn't change the outcome. The customer also alleged that she developed mastitis a few weeks ago and was prescribed an antibiotic.

Manufacturer narrative:
The device passed suction and cycle specifications.